Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a bolus anomaly. The blood glucose at the time of the incident was 189 mg/dl. The customer sates state they are not receiving the correct amount of insulin. Troubleshooting was not able to confirm the proper amounts were delivered. The customer was advised to upload to carelink. The device will be returned for analysis.